Manufacturer narrative:
Phone not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an issue during preventive maintenance. No specific issue was provided. There was no reported patient involvement.